Manufacturer narrative:
Initial reporter phone no. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 48 hours; however, the medication dose delivery time took 23 hours more than expected. The device had been filled with folfoxm6 and bevacizumab to a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.